Event description:
It was reported that the right ventricular lead exhibited low impedance. The sensing and capture values were noted to be stable. No intervention was performed. No patient symptoms were reported; the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.